Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the patient sustained a serious injury. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date(s): monitor (B)(4)- 06/2013, electrode belt (B)(4)- 11/2011. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commerical inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 ((B)(6) per patient-month with (B)(6) confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A zoll distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was treated at 22:00:38 on (B)(6) 2014. Motion artifact contributed to the false detection. The patient was conscious at the time of the event. The response buttons were not pressed during the event. It is unk if the patient sought medical attention. The patient continued to use the lifevest.